Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 11/14/2017 - device evaluation: the pump has been returned and evaluated by product analysis on 10/27/2017 with the following findings: a review of the black box showed the data from the date of the complaint was unavailable. The black box did show evidence of partially discharged batteries being installed resulting in low battery warnings, and replace battery alarms. The battery cap was not returned. A test battery cap attached to the pump and powered it on. The current draws were within specifications. The battery life issue was not duplicated during testing. The pump was opened to find no evidence of moisture or loose components. Unrelated to the original complaint, the battery compartment was cracked above and below the bumper pad, with a leak and evidence of corrosion.